Event description:
It was reported that the pump battery could not be charged. Customer was instructed to leave pump plugged into a power source; additionaly, customer declined a follow up and will call back if issues persist, so no additional information was obtained. Customer¿s blood glucose value was 125 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.